Event description:
It was reported that during an exploratory laparotomy with bowel resection, the staple lines leaked twice with the tx60b. Staple line came apart both times leaking stool into the abdomen. The surgeon stated that the staple lines were not under tension and devices were not fired improperly. The serosa pulled out of the staple lines when slight stress was applied. The staple lines were sutured the entire length by hand. Antibiotics may have been given to the patient as the surgeon stated "they would have to wait to see what happens." The tlc55 device didn't fire smoothly. The device went through the bowel wall and an additional six inches of bowel were removed due to the enterotomy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Surgeon is a competitor surgeon and was not happy that the hospital was making him switch to ees products. The hospital is aware that the surgeon is a competitive user and that the issue may not be with the devices. The switch has only been with open mechanical products and none of the other general surgeons are having any issues. Ees sales rep has made multiple attempts to in service surgeon on ees devices. Surgeon is unwilling to accept in servicing. The analysis results showed that the tx60b device (a) arrived in good visual condition and with no reload present on the device; however, two reloads were received in good visual condition and fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The analysis results showed that the tx60b device (b) arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (Device b): h52u8p (batch #); exp date = 08/05/2016. (Device b): (B)(6) 2011. Devices (a) and (b) arrived in good visual condition and with no reloads present. The devices were tested for functionality with test reloads and both devices fired and formed all the staples as intended. The devices fired without any difficulties, the staples were noted to have a proper b-formation and the staple lines were complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.